Event description:
The customer reported that the unit unexpectedly shut down with what looked like a dead battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). The hospital biomed was advised to verify the battery had been calibrated. The customer was contacted for further information, however no further information was provided. The customer did not have a record of any issues with this device/battery or any other. All of their devices are in use at this time. The device remains in use at the customer site. Philips is unable to confirm the reported malfunction from the available information.